Manufacturer narrative:
H3: evaluation summary: customer report of regurgitation was confirmed through observed suture looping. Suture track indentations were observed on the free margins of leaflets 1 and 2 near commissure 2 and leaflets 2 and 3 near commissure 3, indicating that the sutures were looped around commissures 2 and 3. Suture holes were observed around the sewing ring. X-ray demonstrated wireform intact. Sutures remained attached to the sewing ring around leaflets 1 and 3. H10: additional manufacturer narrative: updated sections d9, h3 the reported event was confirmed through preliminary evaluation of the explanted valve. The device has been sent for further testing and analysis. A supplemental report will be submitted accordingly once the evaluation has been completed.

Event description:
Edwards received notification that a 27mm 7300tfx mitral valve was explanted due to central mitral regurgitation observed on echo performed after decannulation and protamine administration. The procedure was performed via a full sternotomy approach. As reported, there was 'not much' calcification. A 27mm sizer and both the replica end and barrel end were used for sizing. The valve was implanted with a continuous suturing technique. As reported, the spacing of the sutures in the annulus and the prosthesis evenly matched. It was unknown if the tricentrix holder was deployed prior to the implantation. Reportedly, it was removed after all mitral annular sutures were tied. Any difficulty using the tricentrix holder was reported. There were no markings and/or any notable observation noted on the leaflets. Another 27mm 7300tfx valve was implanted in replacement with good outcome. The patient was noted as to be hospitalized in stable condition. As reported, the valve was carefully inspected prior to use. As per medical opinion, the cause of the explant could be suture looping.

Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The complaint was confirmed. Suture looping may occur during a mitral valve replacement (on occasion, with aortic/tricuspid valves) due to a surgeon inadvertently looping a suture over the commissural posts. This is not a result of product malfunction. Suture looping is most commonly due to use error.